Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under local anesthesia. The physician noted that during the procedure he may have skewered the facia and had been intraprostatic with the needle. The physician did not seem to feel increased resistance when injecting but had noticed that the gel potentially migrated into the prostate upon injection on ultrasound visualization. It was confirmed that a gel misplacement occured and about 2 to 3 cc of hydrogel was noted to be in the prostate. Reportedly, the patient had urinary retention caused by the interprostatic injection and was treated with antibiotics and catheter. The patient was now doing well and was voiding without a catheter. The patient will receive external beam radiation therapy (ebrt).